Manufacturer narrative:
Section: h3: additional information. Section h4: additional information. Manufacturer investigation conclusion: the reported event of low voltages while connected to the power module was confirmed via the submitted log file and reproduced during testing of the returned power module patient cable. The reported loss of power was also confirmed via the submitted log file; however, this was not reproduced during testing. The submitted log file contained approximately 2 days of data (day 52, hour 0, minute 25 ¿ day 54, hour 8, minute 32 per the timestamp). The controller recorded low voltages while connected to the power module throughout the log file. The average voltage when both cables were connected to the power module was 13.02v, and the minimum voltage was 12.2v. The expected voltage while connected to the power module is approximately 14v. A pump stop event was observed on day 54 due to a loss of power to the system. The log file captured power cable disconnect alarms associated with the white power cable despite the white power cable appearing to be connected prior to the loss of power. Power was restored to the pump and the pump resumed operating at the set speed; the duration that pump was off could not be determined due to the controller clock being reset after the loss of power. Aside from the pump stop event, the pump maintained a speed above the low speed limit throughout the log file. No other notable alarms were active in the log file. Visual inspection of the returned patient cable revealed that pin 8 (redundant negative power line) of the 16 pin lemo connector was bent. No other physical anomalies were observed. The internal wires were tested and no issues were found. The returned power module patient cable was connected to a test power module/system monitor, test system controller, and test pump; however, the 16 pin lemo connector could not fully mate with the power module due to the bent pin. The voltage displayed on the system monitor fluctuated between 12.8v and 13.1v, which is below the expected voltage of approximately 14v. The controller operated the pump without any issues or alarms active despite the decreased voltage. The bent pin was straightened, and the patient cable was then connected to a test power module without issue. The voltage displayed on the system monitor was 14.1v, which is normal. No further issues were observed after the bent pin was straightened. Additional information provided stated that the nurse was changing the power source from batteries to the power module. A power cable disconnect alarm was active after the white power cable was connected the display screen was gone. While checking all connections, a continuous tone was on, the power was gone, and the pump stopped. The controller was then connected to batteries and the pump started again. The low voltages while connected to the power module were determined to be caused by a bent pin the in the 16 pin power module connector on the power module patient cable; however, the root cause of the bent pin could not be conclusively determined through this analysis. The root cause of the loss of external power could not be conclusively determined through this analysis; however, the bent pin may have contributed to the atypical power cable disconnect alarm associated with the white power cable prior to the loss of power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a power cable disconnect alarm occurred while switching from battery power to the power module. After reconnecting the white cable, the power cable disconnected alarm was on. After that, a continuous sound was heard due to the loss of both power supplies. The display module screen display did not appear. The patient was connected to the battery. The issue could not be replicated with the demo pump. The medical engineer reported the system monitor displayed 13.1v. A log file was received for analysis. A pump stop was observed and the clock was reset to all 0¿s due to a double power cable disconnect or low voltage on both leads of the patient cable. By changing power to batteries, the pump started again. By changing the patient cable, the display module screen came back. The power module patient cable will be returned. The patient remains inpatient. Low voltages while attached to the power module were observed. No other unusual events were observed on the log file. No additional information was provided.